Manufacturer narrative:
A ge service representative performed an on site investigation. Although, the failure could not be duplicated arcing had occurred at the x-ray tube. The high voltage connections were cleaned and regreased. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 made a popping sound and displayed "overload error" requiring reinitialization. There was no adverse patient involvement reported. There was no patient information reported.